Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 345 was not reproduced. Thermistor testing was performed and the device was within specification. A review of the event history log revealed 'system error 345'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.